Manufacturer narrative:
Investigation summary: the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. Investigation conclusion: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that syringe plastipak 5ml s/su contained foreign matter. The following information was provided by the initial reporter: "*notivisa* syringe is dirty."